Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown. Customer reports they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer reported that the after changing the battery received unexpected restart. The device will not be returned for analysis.